Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported, the infusion device did not properly provide a low cartridge warning (w1) when the cartridge had less than 20 units remaining. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation.